Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that 3.00 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. Prior to removing the bdc from the packaging dispenser coil it was observed that the proximal shaft was separated into two pieces. The bdc was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.